Event description:
It was reported that the patient presented remotely. Upon review, it was found that the patient's pacemaker exhibited under-sensing of atrial fibrillation. No intervention was performed. The patient was stable.

Event description:
It was reported that the patient presented remotely. Upon review, it was found that the patient's pacemaker exhibited under-sensing of atrial fibrillation. Programming changes were made. The patient was stable.